Event description:
The following information was reported to gore: on (B)(6) 2013, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On unknown date but (B)(6) 2015, at a follow up, a computed tomography revealed a proximal type I endoleak. On unknown date, an enlargement of the aneurysm was observed. On (B)(6) 2021, a reintervention to place two additional stent grafts and embolize a space at the proximal neck and a inferior mesenteric artery were performed. The patient tolerated the procedure. The physician stated that it was common for the neck to loosen during a distant phase. It could be an option to select a larger size stent graft at the initial treatment.

Manufacturer narrative:
(B)(4).